Event description:
Boston scientific lynx sling (pubovaginal sling) was put in on (B)(6) 2005 because I was leaking with activity. Which was put on too tightly causing horrific anxiety and self cathing and wearing a catheter until doctor put me back in surgery on (B)(6) 2005 for a partial removal of the sling from the urethra. I continued to have problems with pain with sex with my husband to having difficulty peeing if my bladder gets too full. I continued to have uti and had a stent placed in 2006, and I was also placed on a low dosage antibiotic for several months. I have been checked every 2 years or so as I had kidney surgery in 1998 and the CT with lasix washout is very painful due to the pressure it puts on my bladder which makes it very difficult to start urination, this continues to this day. In the last year I have been to doctors about bowel problems, low back pain, lower abdomen pain, I get times when I have pain which is assumed to be from ovary cysts, but don't know for sure. I have started having unusual periods or spotting that will last anywhere from 14 to 25 days at a time which is mainly spotting but very fresh bleeding. I have also lost 25 to 30 lbs for no reason. All test blood, CT have come back normal. I have not been able to go back to the doctor as of learning of this warning due to the loss of my insurance and now I am scared that I may have erosion going on which may be causing my problems.